Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was pacing in response to ventricular sensing at implant, even though the feature which helps maintain cardiac resynchronization therapy pacing in the presence of ventricular sensing was turned off. The paced atrioventricular interval and sensed atrioventricular interval were extended beyond the patient's intrinsic but the device was still pacing on ventricular sensed events. The device was programmed to pace and sense in the atrium only with inhibited pacing as the physician insisted the patient had zero indication for pacing. The device remains in use. It was also reported that a left ventricular (lv) lead was attempted but not used during the implant procedure. Patient anatomy limited the number of potential implant sites to the atrioventricular groove which was not indicated for lv pacing, and one other site where the lead would not capture amidst a large amount of scar tissue. No further lv lead implant attempt was made. No patient complications have been reported as a result of this event.